Event description:
It was reported that the patient presented with a high riding inflatable penile prosthesis (ipp) pump and had difficulty inflating the device. The patient underwent surgery and the physician opted to remove and replace the system. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with a high riding inflatable penile prosthesis (ipp) pump and had difficulty inflating the device. The patient underwent surgery and the physician opted to remove and replace the system. There were no patient complications.